Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temperature issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/22/2015 with the following findings: the black box and pump history data from the event date had been overwritten due to continued pump use. A review of the available pump history and black box data revealed no evidence of a temperature issue. The battery compartment was observed to be free of damage, and no evidence of moisture ingress was observed within it. The pump was able to maintain power with the returned battery cap installed. The pump was exercised for 24 hours, during which no temperature related events were observed: the reported power issue was not duplicated. Evaluation revealed that the pump drew electric current at levels within the specifications. The pump case was removed, and no evidence of internal damage or defect was found. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).